Event description:
Physio-control evaluated the device and found a jammed therapy cable connector. The device would not be able to deliver defibrillation therapy in the observed condition. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control replaced the internal therapy connector assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed therapy connector assembly and verified that a broken pin was jammed into the connector.